Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain after a fall. X-ray did not reveal any visible problem. A nickel allergy has also been reported as a possible issue.